Event description:
The event involved a 204 cm (80") appx 3.9ml, pe/pvc coextrusion ext set, check valve, clave®, where it was reported that there were 3 encounters of drugs leaking from the syringe driver extension lines. It was stated that the leak occurred at the syringe end of the line and it appears to be coming from the clear plastic connector that joins the line to the blue check-valve. The medication involved was noradrenaline, and it was unknown how long into the infusion the leak occurred. Updated information was received on august 1, 2022 where it was reported that the patient¿s requirements of noradrenaline was going up, and the nurse was increasing the noradrenaline, but there was no change in blood pressure. The nurse checked the line for a kink or lock but stated there was none noted. When the nurse checked the line at the pump it was observed to be leaking. The same problem was happening again and it was noted to the new problem with the leaking. The line was changed to a different batch number along with a new noradrenaline and it was then stabilized. The reporter stated the incident was unable to be replicated in the laboratory, due to it not always being possible to simulate the clinical environment in the laboratory. The amount of devices defective were updated from 3 to 5. There was patient involvement, however, no report of patient harm. This captures the 4 of 5 incidents.

Manufacturer narrative:
The faulty device has been discarded, however a sister sample is available. No device has been received.

Manufacturer narrative:
The complaint of leakage could not be confirmed or replicated on the seven new list #011-h1184, 204 cm (80") appx 3.9ml, pe/pvc coextrusion ext set, check valve, clave®; lot #4735076. Each set was leak tested as per product specification. Each set had no leakage observed. No damages observed on the silicone seals. Each of the returned sets met product specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information in d9: manufacturer received date 8/22/2022.